Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the imaging system was not getting the 96v of power required to power the enclosure board due to a loose connection. The representative found and fixed the loose connect. The imaging system then was calibrated and the system was operational. A successful system checkout was performed which verified that the issue had been resolved. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed a collimator initialization error on the pendant. There was no patient present when this issue was identified. No additional information was provided.